Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's power switch. Communication was re-established.

Event description:
Customer reported the panorama central station with telemetry shut down, which may have affected telemetry monitoring. No patient injury was reported.